Manufacturer narrative:
The customer¿s report of a leak and unthreading at the connection site was not confirmed. Visual inspection, pressure and functional testing (including use of a power injector) found no fault with model 2000e that functioned as intended following the dfu instructions, ensuring the connections were tight.. The smartsite needle-free valve must be secured to another luer lock device or set that is also pressure rated for power injector use. This luer lock device or set was not returned for investigation and therefore could not be tested. The root cause of the reported leak and unthreading at the connection site was not identified

Event description:
It was reported a leak during a CT angiogram of the pelvis at a rate of 4ml/second. The customer believes the leak may be due to products unthreading from one another; as a result, they have verbally asked that all of their technicians make certain to clean the valves and allow proper drying time prior to connecting products. The customer has also confirmed their power injector used in CT (last calibrated to factory specifications on (B)(6) 2018 is programmed to limit injection pressures below 325 psi before auto-stopping the injection at 325 psi. There was no patient harm and the test was completed.

Manufacturer narrative:
Concomitant medical products: non bd set; 22 gauge insyte autoguard IV; 5ml saline syringe (customer reports this is used-pre testing); power injector- medrad stellant by bayer healthcare system ID (B)(4); therapy date (B)(6) 2018. The affected product has been received and the evaluation is pending. A follow up report will be submitted once the evaluation is completed.

Event description:
The customer reported a leak during a patient's CT angiogram of the pelvis. The injection was at a rate of 4ml/second. There was no patient harm and the test was completed. The customer believes the leak may be due to products un-threading from one another. The customer later reported they have verbally asked that all of their technicians make certain to clean the valves and allow proper drying time prior to connecting products. The customer has also confirmed their power injector used in CT (last calibrated to factory specifications on august 09, 2018) is programmed to limit to limit injection pressures below 325 psi before auto-stopping the injection at 325 psi.